Event description:
It was reported that during a percutaneous carotid artery intervention stenting treatment procedure, the patient experienced vessel spasm and kinking. The index procedure treated the 90% stenosed 4.0x6mm target lesion located in the right internal carotid artery. Treatment utilized a bsc filterwire ez and placed a study carotid wallstent. Imaging captured during the placement of the filterwire ez revealed intense spasm and kinking of the internal carotid artery. The patient was treated with nitroglycerin and the event was considered resolved without residual effects. Following post dilation with an unspecified device, the residual stenosis was 0%. One day post procedure, the patient was discharged with a nih stroke value of 1 for dysarthria.

Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.